Event description:
It was reported that the patient with this remote communicator of this pacemaker displayed a red call doctor icon. Additionally, it was seen on the remote communicator a yellow collecting wave. Troubleshooting efforts were performed, and the interrogation was unsuccessful. Upon review, it was noted that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Currently, this product lead remains in service and no adverse patient effects were reported.